Event description:
The customer reported to olympus, during procedure, the evis exera iii xenon light source exhibited communication error code b30 and an unsupported scope error e315. It was also reported that the device blacked out with no image. Subsequently, the procedure was completed with the same model of a device. The reporter indicated; the event occurred three times in a row. There was no harm or user injury reported due to the event. This is part one of three related events. (Patient identifier : (B)(6).

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, worn out socket slider switch was noted causing intermittent use of high intensity mode, corrosion was noted inside the air pump tubing, and the olympus lamp life meter was reading over 500 hours (lamp life expired). The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error and the device blacking out could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.